Event description:
About 3 weeks after the primary surgery, the patient came in reporting knee tightness. The surgeon revised the 11mm poly with a 10mm poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2247399: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.